Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000138949.

Event description:
It was reported that, following a recent fall, the patient was unable to place the system into MRI mode and also experienced ineffective therapy. Diagnostics revealed high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is impacted.

Event description:
Additional information indicates that both leads exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.